Event description:
It was reported by the lead surgeon that during a prostate procedure "the procedure nearly done, the console began to smoke from the back." The surgeon used "turp set to make sure that resection was adequate, and that there were no bleeders. We were 80-90% completed at the time, and I took a couple of pieces with the turp set but no more than that." "No harm came to the patient" reported.